Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and upon visual inspection, no issues were found that would be related to the reported failure. The ccc was installed and tested on an in-house eft system where the component functioned as expected. The vision side cart (vsc) monitor could not show full display on the screen and the vision cart power button did not stop blinking blue with a message of insufflator disabled. System was not able to program. Unit was installed into test bench and powered on with a power supply. Unit was connected to pc and identified the tegra module was visible. This unit was confirmed to be bricked. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that bricked ccc was found to be the root cause of the reported failure.

Event description:
It was reported that prior to starting a da vinci-assisted benign hysterectomy surgical procedure, the robot and console had a message saying the vision tower was not connected. Additionally, the tower had a message saying the insufflator was disabled and the power button is blinking blue. Prior to calling customer performed a hard power cycle and changed out the blue fiber cable to the robot cart with no change. Technical support engineer (tse) walked customer through a hard power cycle one more time checking the blue fiber connections with no change. Customer elected to move the procedure to a xi system in a different room. The procedure was aborted to another dv system with no reports of patient involvement.